Event description:
Paramedics responded to a person described as with chest pains and deteriorating condition. The pt was connected to the device with disposable pacing/defibrillation/ECG electrodes and the device powered on. According to the reporter, the monitor crt displayed excessive artifact in lead ii and the pt's ECG could not be read. When the device was switched to paddles mode, the pt was observed to be in vtach. An unk number of countershocks were subsequently administered but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's lack of viability.